Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/07/2017 with the following findings: during investigation, the pump powered on and the initial complaint of line through display was confirmed and the pump was found to have missing horizontal line pixels. Unrelated to the original complaint, investigation revealed a crack in the battery compartment along with a crack between the display lens and case. Moisture was observed in the battery compartment of the pump and cap. A leak test was performed and failed due to battery compartment leak, and cracked base seal. Pump cover was removed, further moisture corrosion was found to the display flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.